Manufacturer narrative:
The astral device without external battery was returned to resmed for an investigation. Review of the device data logs confirmed the reported battery error message. Visual inspection of the power connector of the device chassis revealed physical damage which can cause the device not to charge when external battery is connected. The internal battery and chassis were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported battery error message was due to an intermittent connection with the battery while the external battery issue was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message and external battery had an issue. There was no patient harm or serious injury reported as a result of this incident.